Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the oncology procedure, the device was unable to fire. Upon quality checking, the device was unable to fire now. To complete the procedure was opened. There was no patient harm. The device is expected to be returned for evaluation.